Event description:
Surgery: uvulopharyngopalatoplasty; tonsillectomy; hyoid advancement; & glossal suspension. Event: upon attempting to suspend the hyoid, the right needle broke at the base. The distal portion of the needle which was located just inferior to and within the infrahyoid musculature. This was preserved, and the needle was known to be complete.